Manufacturer narrative:
Returned device was received in good physical condition. Functional test: the four samples were connected to the cadd legacy plus [ID: 1.0130: due date: (B)(6)2020 ] to look for unusual functions. Results: the samples were fully priming and connected without difficult, the pump was set running and any alarm was not activated. The following are relevant documents which were reviewed and deemed adequate and correct with respect to testing and inspection activities: pm-1008 rev. 112 cassette bonding. Pm-1009 rev. 109 cassette bag loading. Pm-1010 rev. 119 cassette turntable, uv adhesive application and curing. Pm-322 rev. 106 accuracy test procedure qp 67-2265 rev. 116 deltec cassette (international and enteral). A review of the manufacturing process for p/n 21-7309-24 l/n 4022608 was conducted by quality intern on 21/jul/2020, in order to verify that there are no situations or practices that could create the event as described in "complaint description" section. The following operations were reviewed, in order to verify that the operations were properly performed, also records were reviewed, in order to ensure that complied with gmp's requirements and shm procedures: accuracy test was reviewed in three (3) units, in order to verify that no alarms were activated; no discrepancies were found. A review of the production floor was conducted, a sample of 32 units were taken in order to verify for occlusions, kinked tubing and that the bags were correctly placed; no discrepancies were detected. Production performs a 100% in process inspection, in order to verify for occlusions, kinked tubing verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Production performs an accuracy test; takes a sample of (3) parts at shift start-up, beginning of every job; at least every (5) hours. Quality takes a sample of 15 units at an interval of two (2) hours +/- 30 minutes, prior to placing product in bag, in order to verify for occlusions, kinked tubing and verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Quality verifies that the accuracy test is been correctly performed. The customer reported: "2/2- (complaint for the cassette) reference (B)(4). For all attachments and related complaints - one pump and cassette are concerned. Here the description: the pump alarmed "no cassette" ". Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and the alarm was not activated.

Event description:
Information was received that device alarmed "no cassette".